Manufacturer narrative:
Additional, changed, and/or corrected data: b3, d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: deflation: observed two openings assessed as surgical damage. As per the investigation procedure broken suture tab, creases, missing suture tab and wear abrasion were observed. None of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported deflation, affected side unknown. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, cancer-breast-ndr.

Event description:
Healthcare professional reported unknown side tissue expander was inserted and expanded, but it no longer expanded. There is no problem with leak test when implanted and no problem in intraoperative operation. Healthcare professional also reported breast cancer which is not device related. The device has been explanted and replaced.